Event description:
It was reported that the user requested assistance to factory reset the ilet, reconnect a dexcom g7 sensor using pairing code 0264, perform a full supply change with a contact detach steel infusion set, and re-pair the pump to the phone; after setup the user entered weight, resumed insulin delivery, and transitioned to bionic mode, with blood glucose readings around 241 mg/dl trending to 235 mg/dl, representing hyperglycemia with cause unclear. Symptoms included hyperglycemia without additional clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information on a specific device malfunction or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.